Manufacturer narrative:
(B)(4). Report source foreign country: (B)(6). (B)(6) 2020. Concomitant medical products: unknown articular surface. Unknown zss-hinge post. Unknown knee polyethylene insert. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01628, 0001822565 - 2021 - 01629, 0001822565 - 2021 - 01630.

Event description:
It was reported patient underwent initial knee arthroplasty, subsequently; the patient was revised approximately 6 months post implantation due to pain, limited mobility, suspected axial fracture, dislocated articular surface, and deformed polyethylene insert. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; b7; d1; d2; d4; g4. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial left segmental knee arthroplasty. Subsequently, the patient presented with pain and subluxation during normal walking. The patient was reduced and transferred to surgery where revision of the knee revealed a bent and fractured hinge post with damage to the surrounding poly. The distal femoral component, hinge, and poly were exchanged without complication. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.